Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the sleeve was discovered to be broken. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, it found that the eclipse's sleeve was broken.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the sleeve was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: when opening the package, it found that the eclipse's sleeve was broken.